Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received uf/importer report 0039-0223-201-0003 with the following event description: a (B)(6) female underwent fiberoptic bronchoscopy with lavage, cervical mediastinoscopy, right thoracoscopy, robotic middle lobectomy and mediastinal lymph node dissection on (B)(6) 2013. Intraoperatively, the surgeon identified that one of the two strut arms of the clip applier was fractured, a piece of metal approximately one to two centimeters in size. The surgeon's attempts to locate this metal tip fragment was unsuccessful.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the surgeon indicated that one of the two strut arms of the clip applier instrument was found to be fractured and the surgeon was unable to locate the metal tip fragment. However, at this time, it is unclear if the broken fragment allegedly fell into the patient.